Event description:
The customer reported that while the unit was in use on a patient, the unit shut down approximately 11 times within an hour while plugged in. The patient was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative replaced the power supply (B)(4). The power supply was returned to the factory for evaluation, where it was determined that the fan had failed, causing the power supply to overheat. The unit was tested to factory specification. It functioned normally and was returned to the customer.